Event description:
It was reported that during a small bowel resection procedure, the device jammed approximately 10 percent on the way down. This occurred with a reload, not on the first firing and resulted in an incomplete staple line. There were no open staples. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.